Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6) stated the device was frozen. The device was not being used in during surgery. It is unknown if patient or user injury was reported. No additional information was provided.